Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. It was noted that the r wave amplitude was consistently below 5mv starting (B)(4) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted that the right ventricular capture rose from 0.625 volts on (B)(4) 2016 to 2.5 volts on (B)(4) 2015 and remains pinned at 2.5 volts.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and had high thresholds. It was also noted that the dislodgement likely occurred one or two days post implant, judging by the threshold and sensing on the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.